Event description:
It was reported that the patient is deceased. The patient was in a nursing facility and was taken to the hospital for an unknown reason and was sent home. A day later the patient returned to the hospital and was admitted. The patient was noted to be alert, oriented and denied pain. A remote transmission indicated multiple shocks due to ventricular fibrillation (vf) episodes and a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, the caller inquired if there was right atrial (ra) lead undersensing or if the atrium was silent. A review by an electrophysiologist was suggested to confirm appropriate function of the implanted product. The patient passed away four days post hospital admission. Additional information related to the death and/or circumstances of death were requested but not received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.